Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported to have used the cartridge/infusion set for four days. Customer changed the cartridge and infusion set to resolve the blockage. There was no reported adverse impact to customer's blood glucose.